Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: b30 (scope communication err) occurs, also no image will not be displayed. A root cause could not be identified. Based on the results of the investigation, since reported failure was not confirmed. The most probable cause of the reportable malfunction is no problem detected. Additionally, the most probable cause of the reportable malfunction: b30 (scope communication err) occurs, also no image will not be displayed was cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope had interference and lines. The issue had occurred during installation. There was no report of patient involvement.